Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run, and no hazard alarms were generated. The automate glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. Although the cannula was damaged, the timing and cause of the damage could not be determined.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl, 13.9 mmol/l in less than 1 hour of wearing the pod. The patient reported that the blood sugar continued to rise even after extra boluses. As treatment, a new pod was applied. The device was received for evaluation, and the cannula was found to be bent.

Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was evaluated, and the exposed portion of the soft cannula was observed to be bent. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run, and no hazard alarms were generated. The automate glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. Although the cannula was damaged, the timing and cause of the damage is unknown, and the exact cause of the event could not be determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.